Manufacturer narrative:
The pump passed the displacement test and active current measurement and self tet. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage motor assembly noted during visual inspection. No pump error or blank display noted during testing or history file. The pump was received with a cracked case (corner of belt clip rails), cracked battery tube threads,

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm, blank screen and failed battery alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that they performed self test and test was passed. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.